Event description:
Healthcare professional reported, right side rupture. Capsular contracture, (baker grade unknown). And seroma. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as fold flaw opening. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: brown particles observed, on the surface of the shell. Creases were observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma -late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture, seroma, and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, seroma-late.